Event description:
Tap - it was reported that 264 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a diffuse "high-grade" stenotic lesion was located in the right coronary artery (rca). After the lesion was pre-dilated using a 2.0x20 mm maverick balloon, 2.5x24 taxus stent was deployed in the lesion at 14 atcms. Next, an addditional 2375x32 mm and a 2375x12 mm taxus stent were deployed in the lesion distal to the previously deployed 2.5x24 mm taxus stent. The three stents were post-dilated using a 3.0x30 mm quantum maverick balloon. Post-intervention results were reported as "excellent angiographic results with no significant residual stenosis." No information was reported on patient medications. Patient complications were reported none. The patient presented 264 days after the initial procedure with a 90% stenosis in the previously placed 2.5x24 mm taxus stent. After dilation with 2.5x15 mm maverick balloon, a 2.5x10 mm taxus stent was deployed in the lesion at 18 atms. Post-intervention results were reproted as excellent angiographic results with no residual stenosis and timi grade iii flow. No residual stenosis and timi grade iii flow. No residual stenosis was noted with the stnted lesion. The patient was discharged home without complaints.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivry device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7755392 have been reviewed and no issues or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.